Manufacturer narrative:
The cycler was evaluated and passed all testing with no issues found. A device history record (DHR) review was conducted for the involved cartridge and dialyzer which revealed they were released having met all manufacturing requirements and specifications. The log files from the event were analyzed and showed that the device alarmed as expected throughout the therapy with no contributing high-pressure events. No device related cause of the hemolytic event was identified. The available information supports that the nxstage system one was functioning as designed and intended and there was no malfunction. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
A report was received on 3 may 2018 from a critical care director of nursing regarding a (B)(6) female patient with complex comorbidities including recent resuscitation efforts post cardiac arrest, a fresh frozen plasma transfusion, mechanical ventilation, sepsis, multi-organ failure, oliguria and fluid overload, who experienced hematuria and pink tinged effluent while receiving continuous renal replacement therapy (crrt) on (B)(6) 2018. Crrt was discontinued by the physician. Additional information was received on (B)(6) 2018 from the director of nursing stating the patient deteriorated with low oxygen saturation (60%) and hypotension (systolic 60mmhg), became hemolytic and coded approximately three hours after discontinuation of therapy, with further resuscitative efforts performed to stabilize the patient. The director of nursing stated that there was no relationship between the patient¿s hemolysis and the nxstage device due to the patient¿s multiple comorbidities. The treating physicians stated that despite the clinical condition, a relationship to nxstage products and therapy could not be excluded.